Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and a ram chip memory error was found. Lab personnel also noted that a write to locked ram por on (B)(6) 2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and a ram chip memory error was found. Lab personnel also noted that a write to locked ram por on (B)(4), 2010.

Event description:
It was reported that prior to the implant attempt it was noted that a power on reset occured on the device. The device was not implanted. No patient complications were reported as a result of this event.